Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to unlocked j2 on lcd unlock keypad connector. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the esc button on the insulin pump was not sensitive. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.